Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) cuff removed on (B)(6) 2018 because the patient was experiencing recurring incontinence. During the surgery, the doctor noticed the cuff had come unbuttoned. A new 4.5cm cuff was implanted.